Event description:
Clinical study. Same case as 2134265-2009-01175. It was reported that 114 days after a coronary artery stenting procedure the patient experienced angina and 57 days later experienced restenosis and required a target vessel reintervention (tvr). Lesion 1 was a 2.50mm, 90% stenosed, and 15.0mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and placement of a 2.50x16mm taxus express2 study stent. The lesion was post-dilated and it was confirmed that the lesion was 0% stenosed. Timi flow was 3. Lesion 2 was a 2.50mm, 99% stenosed, 20.0mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilation using a 2.50x20mm balloon at 18atms and placement of a 2.50x8mm taxus express2 study stent. After the treatment, it was confirmed that the lesion was 25% stenosed and timi flow was 3. The patient was discharged 4 days later. About 114 days after the index procedure the patient experienced angina and required a target vessel reintervention (tvr) 57 days later. The patient was hospitalized and required a tvr for lesions in the "mid lad, dist lad left main and mid rca". It is unknown what was implanted in these lesions. This was performed at a different hospital, therefore the details are unknown. Six days later, the patient was again treated for unstable angina. The four lesions being treated were located in lmca, distal lad, mid lad and mid rca. The lmca was 75% stenosed, lesion diameter was 3.50mm, and the length of the lesion was 10.0mm. This was treated with a taxus stent. At post-treatment visual evaluation, it was 25% stenosed. The distal lad was 75% stenosed. This was treated with a balloon. At post-treatment visual evaluation, it was 25% stenosed. The mid lad was 90% stenosed, and lesion diameter was 2.50mm. This was treated with a non-bsc stent. At post-treatment visual evaluation, it was 0% stenosed. The mid rca was 90% stenosed, and lesion diameter was 2.50mm, and the length of the lesion was 10.0mm. This was treated with a taxus stent. At post-treatment visual evaluation, it was 0% stenosed. Four days after that, the patient was discharged. In the opinion of the physician the relationship of the tvr and restenosis to the taxus express2 stents is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.